Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.3 ml 31ga 6 mm halfunit 10bag was found containing foreign matter during use. The following was provided by the initial reporter: material no. 324910. Batch no. Unknown. It was reported that foreign matter is in insulin vial after refrigerating them after using the syringes. Consumer reported 9 of are humalogs and 2 of her lantus show white flakes after she referates them after using the syringes. She has called the manufacturers and they responded they have not heard of such problems. She wanted to know if the syringes causing this issue. Sample discarded, but will send 3 of the unused syringes. It's been happening for few months, lot#: unavailable. For the current box, incident date (B)(6) 2019; occurrence-unknown. Item#: 324910; lot#: 8239953; expiration date-2023-09-30.

Event description:
It was reported that the syringe 0.3ml 31ga 6mm halfunit 10bag was found containing foreign matter during use. The following was provided by the initial reporter: material no. 324910 batch no. Unknown. It was reported that foreign matter is in insulin vial after refrigerating them after using the syringes. Consumer reported 9 of are humalogs and 2 of her lantus show white flakes after she referates them after using the syringes. She has called the manufacturers and they responded they have not heard of such problems. She wanted to know if the syringes causing this issue. Sample discarded, but will send 3 of the unused syringes. It's been happening for few months, lot# un available. For the current box, incident date-(B)(6) 2019; occurrence-unknown. Item# 324910; lot# 8239953; expiration date-2023-09-30.

Manufacturer narrative:
Investigation summary: customer returned (3) loose 3/10cc syringes. Customer states that foreign matter is in the insulin vial after refrigerating them after using the syringes. All returned syringes were examined under the microscope and no foreign matter in or on any of the syringes was observed. Unable to perform DHR check due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.